Event description:
It was reported that patient presented to the ER after receiving multiple inappropriate shocks while using a carpet cleaner. Review of the egms noted noise. The lead was capped and replaced due to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.